Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 21mm mod rev hip bdy/blt +30mmcomponent level 9006-1-321; cat# 6276-1-321; lot# 55627201, delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 58325704, modular dual mobility insert; cat# 626-00-42e ; lot# 59928202, tritanium revision acetabular; cat# 509-02-56e ; lot# x94k4l, osteolock bone screw 30mm; cat# 5260-5-030 ; lot# 61334201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised due to periprosthetic fracture and infection. Revised components are "21+30 cone body, 20x267 plasma stem, 28 biolox head, 42e mdm insert".